Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device was loose and vibrating. Reliability engineering evaluated the device and the reported condition was confirmed. The assembly joint threaded fastener between the angle housing was loose. It was determined that the fastener accepted another quarter turn to tighten and then the device ran smoother. The assignable root cause was determined to be due improper assembly during the manufacturing process. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the midsection of the attachment device was very loose and was vibrating. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.